Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5065005) on 12-oct-2016. The most recent information was received on 02-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device has migrated into the uterus and she is scheduled for hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2013, the patient experienced malaise ("post procedure she has been feeling ill"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), alopecia ("massive hair loss"), abdominal pain ("abdominal cramping"), menorrhagia ("heavy periods with clots"), menstruation irregular ("irregular menses"), anaemia ("severe anemia"), migraine ("migraine"), cluster headache ("cluster headaches"), inflammation ("inflammation"), myalgia ("muscle aches"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), anxiety ("anxiety"), stress ("ppsd"), pelvic pain ("some days she is unable to get out of bed due to pain"), abdominal pain lower (""painful" cramp"), dysmenorrhoea ("bad period cramps"), scar ("scarring") and restless legs syndrome ("restless leg") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal pain lower, dysmenorrhoea, scar and restless legs syndrome outcome was unknown and the malaise, alopecia, weight increased, abdominal pain, menorrhagia, menstruation irregular, anaemia, migraine, cluster headache, inflammation, myalgia, fatigue, dyspareunia, anxiety and stress had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, anaemia, anxiety, cluster headache, device expulsion, dyspareunia, fatigue, inflammation, malaise, menorrhagia, menstruation irregular, migraine, myalgia, pelvic pain, stress and weight increased with essure. The reporter considered abdominal pain lower, dysmenorrhoea, restless legs syndrome and scar to be related to essure. The reporter commented: date of removal as per pif: (B)(6) 2016 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5065005) on 12-oct-2016. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device has migrated into the uterus and she is scheduled for hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced malaise ("post procedure she has been feeling ill"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), alopecia ("massive hair loss"), abdominal pain ("abdominal cramping"), menorrhagia ("heavy periods with clots"), menstruation irregular ("irregular menses"), anaemia ("severe anemia"), migraine ("migraine"), cluster headache ("cluster headaches"), inflammation ("inflammation"), myalgia ("muscle aches"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), anxiety ("anxiety"), stress ("ppsd"), pelvic pain ("some days she is unable to get out of bed due to pain"), abdominal pain lower ("painfull cramp"), dysmenorrhoea ("bad period cramps"), scar ("scarring") and restless legs syndrome ("restless leg") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal pain lower, dysmenorrhoea, scar and restless legs syndrome outcome was unknown and the malaise, alopecia, weight increased, abdominal pain, menorrhagia, menstruation irregular, anaemia, migraine, cluster headache, inflammation, myalgia, fatigue, dyspareunia, anxiety and stress had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, anaemia, anxiety, cluster headache, device expulsion, dyspareunia, fatigue, inflammation, malaise, menorrhagia, menstruation irregular, migraine, myalgia, pelvic pain, stress and weight increased with essure. The reporter considered abdominal pain lower, dysmenorrhoea, restless legs syndrome and scar to be related to essure. The reporter commented: date of removal as per pif: (B)(6) 2016 (discrepancy noted). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-jan-2020: two follow-ups processed together. Pfs received: essure date of insertion and removal was updated. This is a retention case. All the information: reporter¿s information. Events ¿ painful cramp, bad period cramps, scarring, restless leg restless legs added. References details and source documents were transferred from deletion case no.(B)(4). On 4-jun-2020: two follow-ups processed together. Pfs received: patient's date of birth was added. Rcc was updated for other details. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case report was received from a consumer via the regulatory authority (case# mw5065005) in the united states on 12-oct-2016. The report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013. Consumer has nickel allergy and was not informed of metal contents of the device before placement. Consumer stated that after procedure, she has been feeling ill. She suffers from massive hair loss, weight gain, abdominal cramping, heavy periods with clots, irregular menses, severe anemia, migraine cluster headaches, inflammation, muscle aches, fatigue, pain during intercourse, anxiety and ppsd ((unclarified-stress disorder). Device has migrated into the uterus and she is scheduled for hysterectomy in 2016. Some days she is unable to get out of bed due to pain. Follow-up on 24-oct-2016: consumer could not be contacted (automatic message she was not accepting any calls at that time). Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported device has migrated into the uterus and she is scheduled for hysterectomy. This event, seen as partial expulsion of device, is considered anticipated in the reference safety information for essure. In this case, the exact date and mechanism of partial expulsion of device were not known. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 10-nov-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported device has migrated into the uterus and she is scheduled for hysterectomy. This event, seen as partial expulsion of device, is considered anticipated in the reference safety information for essure. In this case, the exact date and mechanism of partial expulsion of device were not known. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5065005) on 12-oct-2016. The most recent information was received on 28-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device has migrated into the uterus and she is scheduled for hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, endometrial disorder, uterine leiomyoma, ovarian cyst and irregular menstrual cycle. Concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced malaise ("post procedure she has been feeling ill"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), alopecia ("massive hair loss"), abdominal pain ("abdominal cramping"), heavy menstrual bleeding ("heavy periods with clots"), menstruation irregular ("irregular menses"), anaemia ("severe anemia"), migraine ("migraine"), cluster headache ("cluster headaches"), inflammation ("inflammation"), myalgia ("muscle aches"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), anxiety ("anxiety"), stress ("ppsd"), pelvic pain ("some days she is unable to get out of bed due to pain"), abdominal pain lower ("painfull cramp"), dysmenorrhoea ("bad period cramps"), scar ("scarring"), restless legs syndrome ("restless leg") and tooth fracture ("tooth just broke off") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal pain lower, dysmenorrhoea, scar, restless legs syndrome and tooth fracture outcome was unknown and the malaise, alopecia, weight increased, abdominal pain, heavy menstrual bleeding, menstruation irregular, anaemia, migraine, cluster headache, inflammation, myalgia, fatigue, dyspareunia, anxiety and stress had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, anaemia, anxiety, cluster headache, device expulsion, dyspareunia, fatigue, heavy menstrual bleeding, inflammation, malaise, menstruation irregular, migraine, myalgia, pelvic pain, stress and weight increased with essure. The reporter considered abdominal pain lower, dysmenorrhoea, restless legs syndrome, scar and tooth fracture to be related to essure. The reporter commented: date of removal as per pif: (B)(6) 2016 (discrepancy noted). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5065005) on 12-oct-2016. The most recent information was received on 19-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device has migrated into the uterus and she is scheduled for hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, endometrial disorder, uterine leiomyoma, ovarian cyst and irregular menstrual cycle. Concurrent conditions included nickel sensitivity. In 2013, the patient experienced malaise ("post procedure she has been feeling ill"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), alopecia ("massive hair loss"), abdominal pain ("abdominal cramping"), heavy menstrual bleeding ("heavy periods with clots"), menstruation irregular ("irregular menses"), anaemia ("severe anemia"), migraine ("migraine"), cluster headache ("cluster headaches"), inflammation ("inflammation"), myalgia ("muscle aches"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), anxiety ("anxiety"), stress ("ppsd"), pelvic pain ("some days she is unable to get out of bed due to pain"), abdominal pain lower ("painfull cramp"), dysmenorrhoea ("bad period cramps"), scar ("scarring"), restless legs syndrome ("restless leg") and tooth fracture ("tooth just broke off") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abdominal pain lower, dysmenorrhoea, scar, restless legs syndrome and tooth fracture outcome was unknown and the malaise, alopecia, weight increased, abdominal pain, heavy menstrual bleeding, menstruation irregular, anaemia, migraine, cluster headache, inflammation, myalgia, fatigue, dyspareunia, anxiety and stress had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, anaemia, anxiety, cluster headache, device expulsion, dyspareunia, fatigue, heavy menstrual bleeding, inflammation, malaise, menstruation irregular, migraine, myalgia, pelvic pain, stress and weight increased with essure. The reporter considered abdominal pain lower, dysmenorrhoea, restless legs syndrome, scar and tooth fracture to be related to essure. The reporter commented: date of removal as per pif: (B)(6) 2016 (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Event tooth just broke off and reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.